Event description:
Gore recently became aware of the event. The event was reported in a causal conversation with the physician. The physician has observed multiple patients that have developed leaks post op after the use of the gore bioabsorbable seamguard. Specific information related to the complaint has been requested but is not available at time of report.

Manufacturer narrative:
Investigation is currently ongoing.